Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline from (B)(6) confirmed external wire damage to one wire that would have contributed to the captured pump stop events occurring on the power module; however, damage to a single driveline wire would not have caused the pump stoppages captured while on external batteries. Based on heartmate ii complaint history and similarly reported events, the data captured in the log file is consistent with damage to two or more wires in the patient¿s driveline. In addition, the report of cosmetic damage to the driveline was confirmed through the evaluation of the returned segment. The submitted log files captured transient pump stop events (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 with corresponding low speed advisory/hazard and low flow alarms. The associated voltage levels indicated that the events occurred when the system was powered by both batteries and a power module. A distal-end driveline replacement was performed on (B)(6) 2021 and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The pins of the controller connector appeared unremarkable. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The outer jacket was wrapped in black rescue tape approximately 3" ¿ 15" from the controller connector. Underneath the tape, superficial cuts to the outer jacket were observed approximately 3" ¿ 5" from the controller connector. Additional smaller cuts and bunching/twisting of the outer jacket were observed throughout the remainder of the returned segment. Visual inspection and hi-pot testing of the underlying wires confirmed a breach to the insulation of the orange wire approximately 11.75¿ from the controller connector. Although a specific cause could not conclusively be determined, the observed wire damage appeared to be the result of repetitive flexing of the driveline in this area. If the exposed conductors of the orange wire contacted the braided shield while operating on the power module with a grounded patient cable, the resulting short to ground would have caused two of the pump stoppages captured in the submitted log file. The root cause of the pump stoppages captured while operating on external batteries could not be confirmed based on the evaluation of the returned driveline. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) and the returned driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Percutaneous lead was returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic having no complaints or any symptoms at all. Review of the log file history revealed multiple low flow and pump stop alarms. Patient denied hearing any alarms or issues with the pump. Log history also showed power cable disconnects at the same time. Patient denied changing power sources at those times. On (B)(6) 2021 driveline evaluation/repair was performed about 2.25" inches from the exit site. Percutaneous lead replacement was performed and post repair tethered patient on grounded patient cable without issue. The removed percutaneous lead was returned for evaluation. The patient was transplanted on (B)(6) 2021 due to continued pump stops after external driveline repair performed.